Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Model: 694965, right ventricular (rv) lead; implant: (B)(6) 2006; a 7122, implantable tachy lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the bi-v implantable cardioverter defibrillator (ICD) showed early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.